Event description:
It was reported the programmer crashes anytime a usb (universal serial bus) memory stick is connected. This happened with a blank memory stick and also a programmer update memory stick. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer has a system error every time a usb (universal serial bus) memory stick is connected into either port. Hard drive reconfigured and software reloaded and updated to resolve issue. (B)(4).